Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus (B)(6) (osh), (returned to osh on 2021-08-04). The evaluation confirmed the occurrence of error message e433. This error message, which in this case was caused by a defective hvps board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during a therapeutic intrauterine electrotomy procedure, the esg-400 hf-generator issued error code e433. The intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.